Manufacturer narrative:
The device has not been returned to nuvasive and a physical evaluation of the explanted device has not been possible. Labeling indicates that the "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." Although the root cause of this failure is unk at this time, in the event that additional relevant info becomes available, a subsequent report will be filed.

Event description:
Pt was implanted with the halo anterior lumbar plate system at l4-l5 and l5-s1 on (B)(6) 2009. Approximately 4 weeks after the initial procedure, it was identified on follow-up x-ray films that the superior screws of the l4-l5 plate were backing out. A partal revision was performed on (B)(6) 2009 to remove the screws, and posterior supplemental fixation was completed on (B)(6) 2009. The pt is recovering with no additional complications.